Event description:
Void justification: this record was voided since this is a duplicate of existing record under cn-(B)(4).

Manufacturer narrative:
Void justification: this record was voided since this is a duplicate of existing record under cn-(B)(4).

Event description:
An event occurred on an unspecified date involving a 4 gang 4-way stopcock w/baseplate; reported that within 1 hour after the manifold/product was placed on the patient, the rn noted leaking from the device. This was infusing critical medications like epinephrine and milrinone. The patient remained stable doing switch to new tubing/manifold. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. Additional contact information (B)(6).